Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
The patient reported seeking medical attention on (B)(6) 2026, after experiencing trembling after approximately 4-24 hours of pod wear on the abdomen. While undergoing evaluation for a heart condition, medical professionals identified low blood glucose levels, measuring approximately 73 mg/dl initially and decreasing to 56 mg/dl. Due to hypoglycemia, the planned cardiac procedure was temporarily suspended until glucose levels were stabilized with oral carbohydrates, including orange juice and soda. No medical diagnosis was reported establishing a relationship between the low blood glucose levels and the heart condition or determining whether the initial symptom of trembling and the subsequent hospitalization were attributable to hypoglycemia or the underlying cardiac condition. After glucose levels improved, the physician proceeded with a cardiac catheterization to treat a diagnosed heart blockage. The patient remained hospitalized for approximately eight hours and was discharged the same day. The pod was removed during the hospital visit.